Manufacturer narrative:
Device photo evaluation: visual analysis of the identified photos: encapsulation, red particles in the shell, opening on radius extended and labeled as left side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Visual analysis of the photographs identified: red particles on the surface of the shell. Opening. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event.

Event description:
Healthcare professional reported textured implant and capsular contracture baker grade iii. Device has been explanted. This relates to the left side.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.4, b.5, d.6b, h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Date of implant (d.6a) - 2010, exact date unknown by patient. Additional, changed, and/or corrected data: a.2, a.6, b.5, b.6, d.1, d.2, d.4, g.4, h.4, h.6.

Event description:
Healthcare professional reported "intracapsular rupture and partial implant collapse".

Manufacturer narrative:
The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported textured implant and capsular contracture baker grade iii. The device remains implanted. This relates to the left side.